Event description:
It was reported that a pt underwent a surgical procedure in 2004, and mesh was used. In 2008, the pt had surgery to remove the infected/rejected mesh. In 2009, a second surgery was performed to removed more mesh. The vaginal floor was reconstructed due to damage.

Manufacturer narrative:
(B) (4) - infection: conclusions: no conclusion can be drawn at this time. Should additional info be obtained, supplemental 3500a form will be submitted accordingly.